Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open umbilical hernia repair, upon implanting the hernia mesh, as soon as the surgeon tried to place the mesh, the collagen film of the top part came off; the surgeon attempted to implant the mesh but was not satisfied, so took it out and discarded. This was without any force or effort. The user closed the defect without the use of a mesh. There was no patient injury.